Event description:
The patient reported a "humming" sound. After some days the patient had no audibility with her ci anymore. Re-implantation surgery is scheduled for (B)(6) 2015.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.